Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) alleging that his son¿s unknown onetouch meter displayed inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. It is not known when the alleged inaccuracy issue began. The reporter claimed that on an unknown date and time, his son ¿was tested on a [onetouch] meter that was reading 54 mg/dl¿. The reporter indicated that he went to check on his son and found ¿his eyes were rolling in the back of his head¿. The reporter associated the symptoms with ¿low blood sugar¿ and alleged that his son ¿almost died¿. He reported that an unknown time later, his son was hospitalized and obtained a blood glucose result of ¿11 mg/dl¿. The reporter stated that the patient ¿ate and had orange juice¿ to treat his symptoms. The reporter also alleged that while at the hospital, his son compared results on the subject meter to those on the hospital meter. The comparisons provided were ¿175 v 115 mg/dl¿ and ¿260 v 155 mg/dl¿. After troubleshooting, the issue remained unresolved. The patient¿s products were requested back for investigation, but the reporter refused to have replacement onetouch products. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.